Event description:
Reportedly, on (B)(6) 2015, noise sensing was observed; vf episodes were recorded on (B)(6) 2014. No inappropriate therapy was delivered. During the follow-up, some tests were performed and noise was not reproducible. It should be noted that there was no fluctuation on leads measurements (impedance, coil measurements, r wave amplitude and threshold). Ventricular sensitivity was changed at the end of the follow-up from 0.4mv to 0.8mv in order to avoid detecting noise signals. Preliminary analysis was provided stating that the origin of the noise could not be identified with certainty. However, it most probably resulted from myopotentials and/or electromagnetic interferences.

Event description:
Reportedly, on (B)(6) 2015, noise sensing was observed; vf episodes were recorded on (B)(6) 2014. No inappropriate therapy was delivered. During the follow-up, some tests were performed and noise was not reproducible. It should be noted that there was no fluctuation on leads measurements (impedance, coil measurements, r wave amplitude and threshold). Ventricular sensitivity was changed at the end of the follow-up from 0.4mv to 0.8mv in order to avoid detecting noise signals. Preliminary analysis was provided stating that the origin of the noise could not be identified with certainty. However, it most probably resulted from myopotentials and/or electromagnetic interferences.